Manufacturer narrative:
(B)(4). A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Visual examination of retained sample was within specifications. No signs of leakage were found. Functional testing (for leakage) was within specifications; the bottles did not leak. Returned product testing is in process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Functional testing (for leakage) on the returned samples was within specifications. The samples did not leak. The product dispenses adequately. The flip top cap opens and closes adequately. Visual examination of the returned samples: the returned samples were received closed, except for two cartons that are open due to damage caused by liquid. The safety seal covers totally the flip top cap. In one bottle the safety seal appears completely cracked horizontally. The sample with the cracked safety seal does not leak. The samples are visually correct and there are no defects that could contribute to leakage. The safety seal is designed not to be completely rigid; therefore it cannot crack because it is too tight. It is designed to break in the most fragile area, which are the edges. The sample was observed cut horizontally but the edges were correct. The horizontal cut of the safety seal cannot be duplicated the manufacturing site. The cut is level and clean; it is likely it came from a cutting instrument. In order for the carton to become wet, the pack or shipper must be put in upside down; the bottle does not leak if set on its base. The defect cannot occur at the manufacturing site as the shippers are set according to a pallet pattern and the shipper states what side must be up. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from a distributor that a shipment of revitalens was received damaged and wet. The report indicated that the bottles had been leaking; the flip top cap was slightly open. The plastic seal seems not to be strong enough to avoid opening during transport or with pressure.